Event description:
Olympus was informed that the user facility was not reprocessing a 2-channel colonovideoscope in accordance with the directions for use. The user facility was reported to be performing manual reprocessing prior to placing the devices in an automatic endoscope reprocessor (aer), however, they were not removing the suction switchover lever from the biopsy valve, and were occluding the biopsy ports of the instrument channels during manual cleaning and reprocessing in the aer. Additionally, the instrument channels were reportedly not being flushed adequately. The practice was said to have been ongoing for an extended period of time, possibly from the time of initial purchases of the colonovideoscope. There were no reports of any patient infections associated with this matter.

Manufacturer narrative:
The subject device was not returned to olympus for evaluation. An olympus endoscope service specialist (ess) has visited the facility and provided inservicing regarding the appropriate reprocessing of the subject devices. The user facility's infection control department has been notified and is reviewing the matter. Based upon the information provided, the user facility did not reprocess the device in accordance with the instructions for use.